Manufacturer narrative:
The field service engineer found there was material occluding the sipper nozzle. He cleaned and flushed the sipper nozzle, replaced the ise sample probe, and performed horizontal adjustments. He ran ise checks, calibration, and qc that passed within the specified ranges. Precision testing was within guidelines. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer errors and questionable ise indirect gen 2 sodium results from the cobas pro ise analytical unit. Patient 1 initial result was 151 mmol/l and the repeat result was 141 mmol/l. Patient 2 initial result was 151 mmol/l and the repeat result was 141 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed correct. The electrode lot number and expiration date were requested but were not provided.